Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report three of seven for the same event; see previously submitted 0002184052-2016-00119. See also 0002184052-2016-00120, 00122 through 00125.

Event description:
The sales associate reported 2 screws had popped on the doctor during a fused kaiphosis revision procedure. The doctor is replacing with lineum and extending into thoracic spine with polaris product.

Manufacturer narrative:
The returned rod was examined. There were no signs of damage or deficiency. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions for proper assembly.